Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited noise over-sensing which resulted in inappropriate mode switch. It was also noted that there was rapid ventricular pacing due to automatic mode switch base rate. Programming changes were made. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the patient was stable.